Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a consumer from the (B)(6) of "prolong connection of y set tube" (coded to procedural complication), break in aseptic technique and peritonitis bacterial in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique and "prolong connection of y set tube" occurred. On (B)(6) 2010, the patient was diagnosed with peritonitis which was manifested by abdominal pain and cloudy effluent (cloudy bag). The patient was hospitalized on (B)(6) 2010 for the peritonitis. The causes of the peritonitis were a break in aseptic technique and "prolong connection of y set tube". The patient was treated with an unknown antibiotic. It was unknown if the pd therapy was ongoing. The peritonitis was ongoing and improved. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic and "prolong connection of y set tube" was unknown.